Event description:
It was reported via repair work order that the caster stems were broken not allowing the brakes to always engage. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that there was a reduction in brake force due to broken caster stems. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted as the investigation concluded that there was a reduction in brake force due to broken caster stems.